Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0t27s, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 37651, serial# (B)(4), product type: recharger. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
It was reported the patient had developed an infection. The surgeon tried to flush the wound a week before the explant. The infection did not clear up so the surgeon decided to explant the whole system. It was further reported the infection had resolved with hardware removal and antibiotics. They would probably re-implant in 2-3 months following report. Cultures showed light growth coag positive staph, propionibacterium species.